Event description:
It was reported by the aci sales professional that a pt underwent a catheterization procedure (pt info and procedure details unk). The physician had used mynx for femoral artery closure. Post mynx, the pt reportedly developed a hematoma which was resolved with femstop device. Later (time unk), the pt presented with pain. Ultrasound of the site showed pseudoaneurysm (psa) that was resolved with thrombin injection. No further info (including pt, procedural or follow-up details) could be obtained.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept. No files attached.